Event description:
It was reported the gastrointestinal videoscope was clogged with a black rubbery material. It is unknown when the event was found. There were no reports of patient harm.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Correction to b5 of the initial report: the issue was found during device inspection

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Corrections: b5, d5, d9. E1: (correction to initial report to remove contact information and add olympus as the establishment name), g2: (correction to the initial report to remove "health professional", "user facility" and add "company representative"), g3:correction to the g3 of the initial medwatch. The aware date should be 31oct2024. Additional information: d8, e2, e3, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. There was no physical damage where the foreign material remained. A root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: the instruction manual ¿gif-1100, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif-1100, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.